Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the hard drive would need to be replaced due to hard drive issues. It was further noted that the programmer was to be scrapped. (B)(4)

Event description:
The programmer was returned as a trade-in and was subsequently found during manufacturer's analysis to have hard drive issues. There was no patient involvement.